Event description:
Anastomotic leak of colorectal anastomosis suspected to be related to stapler malfunction. The stapler used is ethicon cdh29a which is part of a recall. Anastomotic leak confirmed at time of surgery. No other causes for anastomotic leak were identified. FDA safety report ID# (B)(4).